Manufacturer narrative:
B5: upon follow up it was reported, 13 days after event onset, the patient was hospitalized for the peritonitis event. On an unreported date, antibiotic therapy was discontinued. On an unknown date, the patient was discharged from the hospital. The patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not "maintain hygiene".the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, intraperitoneal, once every 5 days, duration not reported, ongoing) and fortum injection (1gm, daily, route and duration were not reported, ongoing) for the event. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. The patient has been retrained for aseptic technique. No additional information is available.